Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (auto off) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a failure of the auto-off alarm to alert the user, or a failure to alarm by the anticipated time may result in over or under delivery as compared to the user's expectations.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed no evidence of an auto off alarm. The pump powered up to a dim display. The pump was returned with the auto off set to 12 hours, and according to the black box the user completed a bolus and 12 hours later an auto off alarm was recorded in the black box. During testing, a bolus was delivered and the pump continued to deliver a basal with no button presses the pump alarmed an auto off exactly 12 hours later. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.